Event description:
Procedure: proximal pancreaticoduodenectomy. According to the reporter: staples did not form properly. Another device was used to continue the procedure. Oozing was reported as under 200cc. Additional resection of tissue was required.

Manufacturer narrative:
(B) (4). (B) (4).